Manufacturer narrative:
The root cause of the customer's complaint is degradation breakage.

Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the sonicare brush head were falling off in their mouth. No injury reported.